Event description:
The provider forwarded an image from a handheld programmer indicating that the patient's system was exhibiting high lead impedance and neos = no. The physician elected to increase the output current to 1.0ma which was tolerated by the patient, however the patient experienced a little burn in his neck when the diagnostic test was run. Attempts for additional relevant information have been unsuccessful to date. No known surgical interventions have occurred to date.

Event description:
Implant card received stating that the patient underwent generator replacement surgery. The implant card reveals documentation of high lead impedance. The suspect lead has not been replaced to date.

Event description:
The patient's physician reports that the patient still has efficacy with her vns system and felt stimulation in her neck when the device output was increased. No known surgical interventions have occurred to date.